Event description:
The customer reported to beckman coulter (bec) that the cartridge chemistry (cc) sample probe leaked on the unicel dxc 600i synchron access clinical system and level 3 digoxin quality control sample recovered high. Quality control data was not provided by the customer. There was no change or effect to patient treatment in connection with this event. No erroneous patient results were generated. The operator wore gloves and eye protection while troubleshooting.

Manufacturer narrative:
The 2-way solenoid valve was returned for investigation. Internal testing of the valve could not reproduce a leak from the cartridge chemistry sample probe.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed the sample probe leaked. The fse replaced a 2-way valve to resolve the leak and quality control issue. (B)(4).